Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker exhibited high pacing impedance and header anomaly. The pacemaker was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of header anomaly and pacing impedance out of range was not confirmed. Final analysis found that the device was received with normal lead impedance, normal outputs, and telemetry communication. Electrical and mechanical tests performed including lead impedance and outputs verification did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which determined to be normal. There are no anomalies that could cause functional problems.